Event description:
Per complaint report to medimop: patient: (B)(6), female. Length of therapy: about 19 years. (B)(4) neurology sales consultant reports, the patient has used the product since 1994. On an unknown date, in (B)(6) 2013, she reported an open injection site wound to her health care professional (hcp). When she was seen, the hcp noticed other lumps on her abdomen. On an unknown date in (B)(6) 2013, a CT scan revealed 10 needle tips that broke off in her abdomen, and she discontinued betaseron and was prescribed anenex. The patient has additional scarring and bumps on her legs, and will have an x-ray soon. Pfds and mixject lot numbers: not available.

Manufacturer narrative:
The mixject transfer device is packaging in bayer's betaseron kit. The device associated with this event was not returned to medimop for further investigation and no additional information has been received to confirm if the needle tips revealed in the patient CT scan are related to the mixject transfer device. Medimop has completed an internal investigation which found nothing to support any correlation between the incident and the device. There have been no other related or similar complaints associated for the device lot in question. Medimop will send a supplemental MDR if any additional information regarding this event is obtained.